Manufacturer narrative:
Product ID 8709 lot# j10844r46, implanted: 2001 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that, around (B)(6), the patient was taken to the emergency room (ER) and was told he was going through withdrawal. The patient was given ativan and dilaudid in the ER, prior to being admitted. The device system was used to deliver dilaudid. The event was previously reported in manufacturer report #3004209178-2013-15763; however, upon further review this event was deemed to be unrelated.